Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and psychological trauma ("psychological injury"). The patient was treated with surgery (salpingectomy bilateral). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, pelvic pain and psychological trauma to be related to essure (ess205). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's concurrent conditions included body mass index normal, raynaud's phenomenon, urticaria and uterine fibroids. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin 24 fe), nsaids and paracetamol (acetaminophen). On (B)(6) 2006, the patient had essure (ess205) inserted. In july 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological injury/psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), back pain ("back lower area") and dyspareunia ("painful sexual intercourse"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain and dyspareunia had resolved and the depression, vaginal haemorrhage, menorrhagia, female sexual dysfunction, anxiety, migraine, dysmenorrhoea, nausea, vaginal discharge, fatigue and weight decreased outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure (ess205). The reporter commented: essure device bilaterally with 5 coils on the patient's right and 4 coils on the patient's. Left. Current weight 163 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.5 kg/sqm. Pathology test - on (B)(6) 2019: leiomyomata, intramural, the largest measuring 1.1 cm in greatest dimension. Ablated endometrium. Cervix with no significant histopathologic changes. Right and left fallopian tubes with no significant histopathologic changes.. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. New events: abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse),psychological or psychiatric problems condition: anxiety and mental anguish, migraines / headaches, nausea, dysmenorrhea (cramping), pain, vaginal discharge, fatigue, weight gain / loss specify which one: weight loss, device monitoring procedure not performed were added. Psych injury updated to depression. New reporters, plaintiffs information added. Concomitant condition and drugs added. Lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included uterine ablation. Concurrent conditions included overweight, raynaud's phenomenon, urticaria, uterine fibroids, nickel sensitivity (can't wear jewelry) and right lower quadrant pain. Concomitant products included amlodipine besilate (norvasc), ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin 24 fe), nsaids and paracetamol (acetaminophen). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological injury/psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back lower area") and dyspareunia ("painful sexual intercourse"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes) and uterine ablation). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain and dyspareunia had resolved and the depression, vaginal haemorrhage, menorrhagia, female sexual dysfunction, anxiety, migraine, dysmenorrhoea, nausea, vaginal discharge, fatigue and weight decreased outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure (ess205). The reporter commented: essure device bilaterally with 5 coils on the patient's right and 4 coils on the patient's. Left. Current weight 163 lbs. Plaintiffs received treatment for pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.5 kg/sqm. Pathology test - on (B)(6) 2019: leiomyomata, intramural, the largest measuring 1.1 cm in greatest dimension. Ablated endometrium. Cervix with no significant histopathologic changes. Right and left fallopian tubes with no significant histopathologic changes.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia most recent follow-up information incorporated above includes: on 7-apr-2021: mr received. Patient's medical history added. Treatment ablation added for genital haemorrhage. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.